Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the 319 error on startup. The fse replaced universal surgical manipulator 1 (usm 1) to clear the error and verified that the system was ready for use intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered the 319 error. The unit failed on a pftp as it failed the fiber test on the parallelogram. The parallelogram fiber cable was swapped with a new one and the error no longer occurred. The original parallelogram was reinstalled and the 319 error returned. The unit was tested on a pftp with a parallelogram fiber cable and passed direction test, lissajous, cva characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The parallelogram assembly will be replaced as a fix to the reported problem. A review of the site's complaint history found no other complaints for this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the customer was unable to take control of arm 1. Error logs showed a 307 error pointing to arm 1 and that the user had disabled arm 1. The technical support engineer (tse) had the customer reboot the system and then they got a 319 error on arm 1. Tse had the customer power down the system and cycle the patient side cart (psc) breaker and perform an emergency power off (epo). Customer powered the system back on with no change. Customer disabled arm 1 and they were continuing with the procedure without arm 1. Customer informed they had a case to follow and another case tomorrow morning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.